Event description:
It was reported that the device was sent in for preventive maintenance, but a repair was needed. During product evaluation, it was found that the motor speeds were erratic. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).. Review of the most recent repair record determined the motor speeds were erratic, and the control bar was loose and out of position. The motor, sleeve, spring seal, reciprocating arm, swivel, bearings, and lever were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.